Event description:
It was reported that customer was admitted as an inpatient for medical treatment. Customer was sick and wa staking medication prior to being hospitalized. Customer could not remember any events prior to low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.